Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, intermittent inaccurate fill estimates after loading a cartridge. Reportedly, the cartridges were filled with 290-300 units of insulin, and the pump displayed an initial fill estimate of over 40 units. However, the insulin gauge remained static at 40 units. There was no adverse impact to the customer's blood glucose level due to the reported event. Reportedly, the customer continued using the pump for insulin therapy.